Event description:
Approximately eleven months post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. All the batteries were replaced. There was no reported patient injury as a result of this event. The batteries were returned to heartware for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Four batteries were returned to heartware. These batteries were not tested as they were returned as part of a recall; the event was not confirmed. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to keep a back-up controller available for use. Patients are trained on how and when to do a controller exchange should it be necessary. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the batteries have been received by the manufacturer for evaluation on 07/21/2014. The devices were exchanged without incident and there was no reported patient injury. Visual and functional examination of the batteries were not conducted as testing and investigation of similar battery performance issues was performed under an internal investigation. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. An internal investigation (CAPA) has been opened to address the issue.